Event description:
During a surgical procedure, while using the rotating cd resectoscope inner sheath, the end broke off in the patient. The piece was retrieved w/o any patient injury.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is broken off the sheath tube. The broken piece of ceramic was returned with the unit and has a piece missing from the distal rim and a crack continues from the fracture site to the base of the component. Burn marks are also noted at the base of the fracture site. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube). The balance of the instrument is in good physical shape. The exact cause of the breakage of the ceramic tip cannot be determined, but due to the presence of burn marks on the ceramic tip noted, the likely cause of failure is determined to be customer misuse/mishandling.